Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the spindle housing/drive shaft was confirmed to be damaged as the set screw was worn.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.